Event description:
It was reported that the lead alert was triggered. It was noted that there was high/unstable thresholds, rapid impedance rise, high impedance, and a lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that during the rv lead explant the atrial lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6949-65 defib lead, implanted: (B)(6) 2005; d334drg defibrillator, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the lead alert was triggered. It was noted that there was high/unstable thresholds, rapid impedance rise, high impedance, and a lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that during the rv lead explant the atrial lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.